Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37761, serial # unknown, product type recharger.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. A broken/loose connector pin was reported. No out of box failure was reported. No symptoms or medical/therapy problems were reported. The issue began in 2016, in the few weeks prior to (B)(6) 2016. It was noted that the healthcare professional¿s office contacted a manufacturer representative on 2016-nov-11 who redirected the patient to call the manufacturer¿s patient services. The desktop charger was replaced. Additional information was received from the patient. It was reported that the patient received her replacement desktop charger but her recharger was still not charging. The green light on the desktop charger was showing but the recharger screen remained blank. The patient felt that she had a problem with the recharger itself. Additional information was received from the patient. The recharger screen was still not coming on despite being plugged into the new desktop charger all night. The ins had not been charged in three and a half weeks and the patient was scared that it was going to go into overdischarge. The patient was in pain due to the loss of therapy. It was noted that the patient was taking timidol and other pain medications. The recharging was plugged into an alternating current power source and was not charging. The light on the desktop charger was on and the connector pin was not loose or broken. The recharger was replaced. The patient not being able to charge the ins began in (B)(6) 2016. The pain and loss of therapy also began in (B)(6) 2016. The recharger screen not coming on began on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.